Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump emitted loss of prime warnings during basal. The patient has not tried to use cartridges from another box. The reporter stated that there was a 50 degree temperature difference between outside and inside. The patient was playing outside for awhile then came inside and received loss of prime. The reporter stated that the patient¿s blood glucose (bg) was 450 mg/dl with pallor, hyper and slight stomach discomfort. This report is being made due to the hyperglycemic event the patient experienced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/22/2014 with the following findings: a review of the black box shows alarm 162 ¿loss of prime¿ warning associated with a zero and non-zero low force. An ¿ezprime¿ sequence and 24 hour duration test were successfully completed with no alarms or loss of prime warnings being duplicated. The pump successfully completed a delivery accuracy test and was found to be delivering accurately and within required range. Removed pump cover, a cracked trace was observed near the force sensor pins. The complaint was confirmed in the pump history but not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.